Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Correction made to e4: reporter sent to FDA: no (previously submitted as yes). Correction made to g2: report source: remove user facility. H10: the device was received for evaluation. A visual inspection with naked eye was performed and incomplete port seals were observed. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and leaks in the channel of the port seals were observed. The reported condition was verified. The cause of the condition was due to an inadequate port seal during the radio frequency welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.